Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 1.0 inr and 2.7 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system.